Manufacturer narrative:
It was discovered that this MDR is a duplicate of 2937094-2017-00309.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a bph surgical procedure at 2000 joules the "fiber was less and less effective." At 186,704 joules and 30:46 minutes the fiber was removed and an alternative procedure (monopolar resection) was used to complete the case. The tip of the fiber was not cleaned during the procedure. No harm to the patient was reported.